Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Critical pump error alarmed during bootup. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test or self test due to critical pump error. Pump history files and traces successfully downloaded using thump. Pump error 35 alarm was confirmed in the history file [on (B)(6) 2025 at 21:36]. The pump was cut open to perform visual inspection and found moisture damage on the electronic stack, motor and force sensor. Pump error 35 due to moisture damage on the force sensor. Critical pump error due to pump error 35 alarm. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked reservoir tube lip, cracked case (battery tube), pillowing keypad overlay and cracked retainer pump error 35 confirmed during analysis due to moisture damage on the force sensor. Missing segments/partial display not confirmed during analysis. Exposure to moisture confirmed on the electronic stack, motor and force sensor during analysis. Critical pump error confirmed during analysis due to pump error 35 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer called for assistance because the pump got wet and observed moisture in it. The customer reported a partial display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump error alarms, and the customer was unable to successfully clear the alarm. Troubleshooting was performed for the partial display, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned